Manufacturer narrative:
(B)(4). Concomitant medical products: 00620206622 shell porous with cluster holes 66 mm 62952684, 00630506640 liner standard 3.5 mm offset 40 mm i.d. For use with 66 mm o.d. Shell 62932211, unknown, unknown stem, unknown, 00625006530 bone screw 6.5x30 self-tap 63523403, 00625006525 bone screw 6.5x25 self-tap 63542109, 00625006520 bone screw 6.5x20 self-tap 62483526. Reported event was able to be confirmed from the follow up notes that were provided. Device history record was reviewed and no deviations/anomalies were found. Review of complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2018-01737, 0001822565-2018-01739, 0001822565-2018-01741.

Event description:
It was reported that the patient is experiencing hematoma and pain after left total hip arthroplasty revision surgery. Attempts to obtain additional information have been made; however, no more is available.